Manufacturer narrative:
The technician found to solenoid valve for the head hi/low up was sticking. The technician replaced the valve to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting down.